Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown on the implant. Opg identified bone loss caused by patient related periimplantitis following implant instability that caused fracture (mechanical overloading). Resubmitted due to submission error.

Event description:
Implant fracture.